Event description:
Particulate was seen coming from this phacoemulsification handpiece during a cataract extraction procedure.

Manufacturer narrative:
The aspiration tube was bent and misaligned. In addition, the ring holding the aspiration tube to the body of the handpiece was stretched. Ref medwatch 1920664-1996-684. This handpiece was not returned for evaluation against this report. It was placed back into service and involved in add'l events as reported by medwatch 1920664-1996-851, 852 and 853.